Manufacturer narrative:
Technical services performed a longevity calculation and the estimated remaining longevity was between 1 and 2 years. The device remained in service. The device was explanted nearly 18 months later due to normal battery depletion and was replaced with another boston scientific crt-d. The explanted device was returned for laboratory analysis. Initial laboratory analysis showed that the device did meet expected longevity predictions as described in device labeling. However, final analysis revealed low voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 2.57v with a charge time of 7.9 seconds. A longevity estimate was requested. It was noted that the monitoring voltage had been 2.74v in (B)(6) 2008, indicating the shortened replacement window advisory no longer applied to this device.